Manufacturer narrative:
Corrected information - d3. Additional information - d4 (UDI). Manufacturing evaluation: below outlines the manufacturing process as well as the controls that are in place. All work is dictated by applicable work instructions and inspection forms. All operators are trained to the associated product manufacturing procedures. All operations, including storage, are performed in a temperature and humidity-controlled environment. Indicator ink is applied to the substrate material using a flexographic press, and then dried. A 3/8" die is used to cut the dots. Production samples are subjected to a temperature of 270 degrees fahrenheit for 4 minutes, and then visually inspected by operators for material defects. Slitters cut the material to the appropriate size as determined by the applicable work instruction. Qa performs approval testing and a final check on the material. Us 906 and us 907 rolls are secured in bags and placed in final boxes, according to the associated work instructions. The finished boxes are labelled with the appropriate case label. Product is not released for shipment until qa performs the final release inspection. When a complaint is received and the product lot has been provided, a device history record (DHR) and retain review are performed. The review involves looking for any anomalies during production that might explain the failure. The retain review consists of looking at processed and unprocessed samples. Processed retains are reviewed for color reversion or an incomplete transition during acceptance testing. Unprocessed retains are exposed to a temperature of 270 degrees fahrenheit for 4 minutes. Any discrepancies are noted for the complaint report. To date, the reported ink failures have not been replicated without deviating from the product labeling or instructions for use. Labeling is provided to guide the end user to avoid exposure to natural or uv lights, extreme heat sources, and residual sterilant. After usage the indicators should not be retained as a permanent record of exposure but rather a photo of the indicator should be utilized due to the indicators' sensitivity to light. The following guidelines should be followed to prevent this failure mode from occurring; avoid prolonged exposure to direct sunlight or uv lighting. Avoid storage at or near any hydrogen peroxide sterilizer. Avoid exposure to residual cleaning agents that may contain bleach, hydrogen peroxide, or other substances that could have an adverse impact to chemical indicators.

Manufacturer narrative:
Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that the indicator dot is turning back to it's original color over time after sterilization and stored on the shelf awaiting use. The trays had to be reprocessed as a precaution. No patient injury. No delay in surgery.